Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result of 0.11 on a pt presented with chest heaviness. On (B)(6) 2011, time: 10:05, test: drawn; 10:13, I-stat, result: 0.11; 10:28, I-stat, 0.07; 10:39, I-stat, 0.07. Based on the info available, there were no injuries associated with this event.